Event description:
This case is a solicited report from the united states regarding a report received from a pt's husband via a specialty pharmacy. The pt was a (B)(6) female who first received tyvaso (treprostinil) on (B)(6) 2013 for chronic pulmonary heart disease. Inhaled (ih) treprostinil dosage was 18 to 54 micrograms (three to nine breaths) four times a day at the time of the event. On the morning of (B)(6) 2014, when the pt started to use the td 100 pump device, it smelled like something electrical was burning and the pt noticed smoke from the pump. The pt's husband also reported that the pt was using the backup pump without any problems. Ih treprostinil dose was not changed. Td100 device was replaced. The outcome of electrical smell and pump smoking: unk. A statement of causality was not provided by the reporter.